Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned device. The housing of the handle was spilt open. A review of the device history record indicates this device lot number was released meeting all quality release specifications at the time of manufacture. Replication of the observed conditions may occur if the instrument is over leveraged during use. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate.

Manufacturer narrative:
(B)(4)

Event description:
According to the reporter, during a cholecystectomy, the dissector was put through the port, when the dr. Wanted to open the dissector it did not want to open the jaws the whole mechanism broke. The was no surgical time extended and no blood loss of more than 500cc or damage to the tussue.